Event description:
Event/problem is unchanged. This follow-up report revises investigation codes to reflect current/final status.

Event description:
Perineal erosion and infection in a recently-implanted proact patient. Patient was implanted with proact on (B)(6) 2020 and was "doing well" until he experienced a perineal erosion of the tubing. Patient was active in the weeks leading up to the erosion. The patient removed all or part of the eroded implant (unclear, as investigation is ongoing) through the erosion wound. A physician identified an infection at the wound site and has placed the patient on antibiotics.